Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation:method - lens work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic broken. The lens was returned in liquid. Conclusions - (no conclusion can be drawn):based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.7mm vicm13.7 implantable collamer lens in the patient's left eye (os) and the lens tore. The lens was removed. An anterior chamber irrigation/evacuation of remaining visco/fluids was performed. The patient had an intraocular injection.